Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/01/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing was performed using samples from three in-house donors. Testing of one sample, which has been previously shown to be challenging for the I-stat ctni assay, did not meet the acceptance criterion for either the rate of detected errors (dts) or the rate of undetected errors (udts), as outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Testing of the other two samples passed applicable acceptance criteria. Refer to potential non-conformance quality record (qr) (B)(4) for the root cause investigation of the high rate of udts from specific in-house donor samples. A deficiency has been identified for ctni cartridge lot g19156 with respect to dts. Qr (B)(4) will document the root cause investigation.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q3 2019.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results on a (B)(6) year old male patient with pain in left arm. This incident was received as part of the abbott point of care active monitoring program q3 2019. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).